Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer went to the emergency room (ER) with a blood glucose (bg) of 680 mg/dl with moderate ketones that were identified as life threatening. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.